Event description:
This report is for the first of two events.

Manufacturer narrative:
H10: one (1) used list# cl3948, oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap. Lot# unknown, one (1) used used bd alaris pump infusion set, one (1) used container 500ml, 0.9% sodium chloride injection, usp manufacturer b braun were received on july 9, 2020 for evaluation. No damage or anomalies were seen. The sample was leak tested and leakage occurred from the area of the o-ring/poppet interface on the returned spiros. The reported complaint of leakage can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review lot review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Attempt for device return has been initiated. It is yet to be received.

Event description:
The customer reported leakage from a spiros at the distal end during an infusion of etoposide. The flow rate was 509 ml/hr, and the device was in use for 57 minutes. There was patient involvement, no adverse event, no one harmed as a result of the reported event and unknown delay in therapy.